Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was not duplicated. During functional inspection the service technician noted the handpiece performed within specifications. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed no components that would cause or contribute to the reported failure. The device was serviced for preventative maintenance and will be returned to the customer.